Event description:
It was reported that during a prostatectomy procedure, the jaws of the device broke and fell into the pt. The piece was removed with a grasper with no consequence to the pt. Another like device was used to complete the case.